Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference numbers: 3006705815-2021-03187, 3006705815-2021-03188, 1627487-2021-15259 and 1627487-2021-15260. Additional information received identified the patient has healed.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference numbers: 3006705815-2021-03187, 3006705815-2021-03188, 1627487-2021-15259, 1627487-2021-15260. It was reported the patient's scs system was removed due to an infection. Reportedly, the infection was at both the lead and generator sites. The physician removed the entire system and wash out the implant sites. No further information was available at this time.